Event description:
The patient reported that on (B)(6) 2011 she was taken to the hospital for elevated blood glucose (bg) and shortness of breath, dizziness, and chest pain. She stated that she was at the doctor's office (B)(6), and had elevated bg ever since her doctor appointment. The patient stated that she thought her bg was 600 mg/dl prior to going to the hospital, but the hospital staff told her that her bg was low. She stated that her bg was tested at the hospital, but she was not provided with a specific bg value. The patient reported that she was placed on intravenous saline and was receiving injections, but she did not know what the injections were. She stated that she was released from the hospital at 4:00 am on (B)(6) 2011 with "normal" bg. A specific bg value was not provided. She stated that she awoke on (B)(6) 2011 after being released from the hospital with bg 400 mg/dl, and at the time of the call to customer support (cs) her bg was reportedly 600 mg/dl with nausea and vomiting. The patient stated that she corrected via syringe, but her bg did not respond. The patient stated that her brother was taking her to her health care provider's office to address the elevated bg. Customer support reviewed the pump with the patient, and found that a call service alarm and two occlusion alarms occurred on (B)(6) 2011. The patient stated that she changed her site the morning of (B)(6) 2011 and there were no site/set issues. She stated that she also opened a new vial of insulin at that time. Cs advised the patient to change insulin vials as her bg did not respond to correction via syringe. Cs determined that the pump was alarming appropriately. The patient admitted that she was not delivering boluses via the pump, which was confirmed upon review of the pump history. This complaint is being reported due to the patient's alleged erratic bgs while using insulin pump therapy.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose and basal delivery showed that the pump was delivering accurately up until the reported event date and correctly reflects the user's active basal program. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.